Event description:
It was reported that the bd plastipak syringe 10ml luer-lok the scale marking that were missing. The following information was provided by the initial reporter, translated from portuguese to english: syringe with failed graduation.

Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual evaluation, light scale marking is observed on the barrel, therefore the incident is confirmed. A device history review was performed for reported lot 3107611, maintenance record related to the incident was identified. Based on the quality team's investigation, root cause is associated with failure in the viscometer, main function of keeping the ink that marks the syringe scale with the correct viscosity, which ensures that it is legible and without flaws. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that the bd plastipak syringe 10ml luer-lok the scale marking that were missing. The following information was provided by the initial reporter, translated from portuguese to english: syringe with failed graduation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.